Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with peripheral diffuse lamellar keratitis (dlk) in both eyes (more left than right). The topical steroid dosage was increased and an oral steroid was prescribed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Patient was seen on (B)(6) 2017 and the mild inflammation had increased despite being on medrol and increase of pred-forte (steroids) drops. Patient symptoms resolved on (B)(6) 2017. Bcva from (B)(6) 2017: right eye pre-op 20/20 -2.50 x -1.25 x 14; left eye pre-op 20/20 -2.75 x -.50 x 130.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.